Event description:
Following replacement of the patient's prior pump (see manufacturer's report 3004209178201104478), the patient "continued to leak." The pump and catheter were explanted. It was noted that the patient had some "weird medical issues (autoimmune issues)" and they thought this may have been part of the problem. The plan of care for the patient included leaving the pump explanted and medically managing the patient's pain. It was noted that they may choose to re-implant later.

Manufacturer narrative:
(B)(4).